Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system, reported evaluation in the emergency department for pain and numbness in the right lower limb. The patient confirmed these symptoms onset approximately two (2) months prior and were not impacted by turning the evoke scs system on and off. Magnetic resonance imagery (MRI) was obtained and the patient remained under observation for two weeks. No additional interventions or diagnostics were performed. The patient was discharged for further assessment from a pain physician. Saluda representatives performed diagnostic troubleshooting on the evoke scs system before and during the reported event and confirmed the evoke scs system to be performing as intended. The patient has a relevant medical history of two (2) lumbar surgeries and fusion procedure completed over the last two (2) years to address pre-existing right leg and low back pain, numbness, and cramping.